Event description:
A report was received that the patient's ipg was depleting quickly since being implanted. A database analysis confirmed premature battery depletion. An ipg revision has been recommended.

Event description:
A report was received that the patient's ipg was depleting quickly since being implanted. A database analysis confirmed premature battery depletion. An ipg revision has been recommended.

Manufacturer narrative:
Additional information was received that clarified the patient's symptoms started after the patient's lead revision on (B)(6)-2011 not the permanent implant which was (B)(6)-2011.

Manufacturer narrative:
Additional information was received that the patient was explanted and re-implanted a new ipg device. The patient is reportedly doing well following the procedure. The returned ipg device was analyzed and the complaint was confirmed. The root cause of the event was the ipg battery was depleting prematurely due to excessive current leakage. This anomaly has occurred recently prior to the explant. The other associated symptoms are low impedance between vh to ground, and ate test failure. These are the characteristics of analog ic damage due to high-voltage transient, but the source is unknown.

Event description:
A report was received that the patient's ipg was depleting quickly since being implanted. A database analysis confirmed premature battery depletion. An ipg revision has been recommended.